Event description:
A distributor reported on behalf of a healthcare facility in Japan via a Fisher and Paykel Healthcare (F&P) field representative that on (b)(6) 2025, a 65-year-old patient receiving therapy via an OPT944 Optiflow + Adult Nasal Cannula "did not improve in oxygenation."It was reported by the healthcare facility that the patient subsequently deceased. The healthcare facility reported that that the subject device was attached in a reverse orientation and that the tubing was routed behind the patient's head. The healthcare facility further reported that the patient had lung cancer and was on a Do Not Resuscitate (DNR) order. The healthcare facility reported that the patient was on administered sedatives and analgesics at the time of the event. It was reported by the healthcare facility that the subject device was in use for 17 days prior to the reported event.

Manufacturer narrative:
(B)(6). D4, H4: COMPLETE DEVICE INFORMATION WAS NOT PROVIDED BY THE HEALTHCARE FACILITY. FISHER AND PAYKEL HEALTHCARE (F&P) HAS REQUESTED FURTHER INFORMATION ON THE EVENT AND THE COMPLAINT DEVICE TO BE RETURNED FOR EVALUATION. F&P WILL PROVIDE A FOLLOW-UP REPORT UPON COMPLETION OF OUR INVESTIGATION. PRODUCT BACKGROUND: THE OPT944 OPTIFLOW + ADULT NASAL CANNULA IS A NASAL CANNULA PATIENT INTERFACE FOR DELIVERY OF HUMIDIFIED RESPIRATORY GASES, INCLUDING THOSE WHO ARE RECEIVING NASAL HIGH FLOW THERAPY (NHF). THE CANNULA CONSISTS OF A LIGHTWEIGHT DELIVERY TUBE CONNECTED TO A RIGID PLASTIC BASE AND SOFT NASAL PRONGS (NASAL INTERFACE). THIS ALLOWS THE DEVICE TO BE LIGHT WEIGHT AND DURABLE. THE INTERFACE IS HELD IN PLACE BY A HEAD STRAP AND FEATURES A HEAD STRAP CLIP WHICH WORKS IN TANDEM WITH THE TUBING CLIP (ATTACHES TO THE PATIENT'S CLOTHING/BEDDING) TO SUPPORT THE WEIGHT OF THE CIRCUIT AND PREVENT THE CANNULA BEING DISLODGED. OPTIFLOW + INTERFACES ARE DESIGNED FOR USE WITH THE AIRVO SERIES HUMIDIFIERS AND ARE ALSO COMPATIBLE WITH THE FISHER & PAYKEL HEALTHCARE (F&P) MR850 AND 950 HUMIDIFICATION SYSTEM DEVICES. OPTIFLOW + INTERFACES ARE INTENDED FOR USE WITH SPONTANEOUSLY BREATHING PATIENTS WHO WOULD BENEFIT FROM RECEIVING HIGH FLOW WARMED AND HUMIDIFIED RESPIRATORY GASES. OPTIFLOW + INTERFACES ARE NOT INTENDED FOR LIFE SUPPORT AND APPROPRIATE PATIENT MONITORING MUST BE USED AT ALL TIMES."

Event description:
A DISTRIBUTOR REPORTED ON BEHALF OF A HEALTHCARE FACILITY IN JAPAN VIA A FISHER AND PAYKEL HEALTHCARE (F&P) FIELD REPRESENTATIVE THAT ON (B)(6) 2025, A 65-YEAR-OLD PATIENT RECEIVING THERAPY VIA AN OPT944 OPTIFLOW + ADULT NASAL CANNULA "DID NOT IMPROVE IN OXYGENATION". IT WAS REPORTED BY THE HEALTHCARE FACILITY THAT THE PATIENT SUBSEQUENTLY DECEASED. THE HEALTHCARE FACILITY REPORTED THAT THE SUBJECT DEVICE WAS ATTACHED IN A REVERSE ORIENTATION AND THAT THE TUBING WAS ROUTED BEHIND THE PATIENT'S HEAD. THE HEALTHCARE FACILITY FURTHER REPORTED THAT THE PATIENT HAD LUNG CANCER AND WAS ON A DO NOT RESUSCITATE (DNR) ORDER. THE HEALTHCARE FACILITY REPORTED THAT THE PATIENT WAS ON ADMINISTERED SEDATIVES AND ANALGESICS AT THE TIME OF THE EVENT. IT WAS REPORTED BY THE HEALTHCARE FACILITY THAT THE SUBJECT DEVICE WAS IN USE FOR 17 DAYS PRIOR TO THE REPORTED EVENT.

Manufacturer narrative:
(b)(6).Corrected data: B4, G3, G6, H2, H6, H11.D4, H4: Fisher & Paykel Healthcare (F&P) made multiple requests for device details such as the lot number and UDI. However, device details were not provided by the healthcare facility.Product background: The OPT944 Optiflow + Adult Nasal Cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (NHF). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + Interfaces are designed for use with the Airvo series humidifiers and are also compatible with the Fisher & Paykel Healthcare (F&P) MR850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.Method: The subject OPT944 Optiflow + Adult Nasal Cannula was not returned to F&P for evaluation. F&P's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and F&P's knowledge of the product.Results: The healthcare facility has stated that the subject device was attached in a reverse orientation and that the tubing was routed behind the patient's head. The healthcare facility further reported that the patient had lung cancer and was on a Do Not Resuscitate (DNR) order. The healthcare facility reported that the patient was on administered sedatives and analgesics at the time of the event. It was reported by the healthcare facility that the subject device was in use for 17 days prior to the reported event. Conclusion: F&P's investigation was unable to determine the exact cause of the reported event. It was reported by the healthcare facility that the subject device had been attached in a reverse orientation and that the tubing was routed behind the patient's head. F&P's manufacturing controls for the Optiflow + tubing include inspections during production for visual defects including cracks, tears, molding defects, contamination, inclusions, discoloration and stretching or deformation. The Device History Record (DHRs) could not be reviewed as device details were not provided. The subject device would have met the required specifications to be released.The User Instructions which accompany the OPT944 Optiflow + Adult Nasal Cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached.The User Instructions also state:"Do not crush or stretch tube, to prevent loss of therapy.""Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.""Ensure head strap clip is attached, to prevent cannula from being pulled out of the nares.""Cannula can become unattached if not used with the head strap clip.""Attach tubing clip to clothing/bedding to prevent cannula from pulling off face.""Failure to use the set-up described above can compromise performance and affect patient safety.""This product is intended to be used for a maximum of 14 days."